Event description:
The customer reported via phone call that the buttons on the insulin pump are not responding. Customer stated he got off the plane and noticed the keypad issue. Blood glucose value is unknown. Customer stated that the insulin pump fell in the ocean prior to getting on the plane; device was in the water for about a minute. Blood glucose at the time was 65 mg/dl. She also reported that the insulin pump has a battery out limit alarm and could not be cleared and there is advancement of time. Customer was advised to discontinue the use of the device and revert to a back a plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump had a blank display due to moisture damage on the electronics assembly. The functional testing could not be performed and no battery out limit alarm or keypad anomaly could be verified due to the blank display. The insulin pump was received with a cracked case at a display window corner, a cracked reservoir tube lip and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.